Event description:
It was reported the pt has not had effective stimulation therapy from her scs system. The pt stated her scs system was programmed once after the implant procedure but has not had another reprogramming session since. The pt also stated she has had eight disc removed, and her pain has become worse. Additionally, the pt would like to have her scs system removed so that an MRI can be performed. The pt was advised to consult with her physician regarding the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.